Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2014, the patient reported that she could not get her blood glucose to go below 200 mg/dl for the past few days. The patient's doctor advised her to change her basal rates, but her blood glucose level continued to be elevated. The patient switched to her back-up infusion device and, with basal rates lower than her primary device, her blood glucose levels returned to normal. The patient now thinks her primary device does not deliver an accurate amount of insulin. No adverse event was reported. The infusion device was requested to be returned for product evaluation.